Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged. Subsequently, a revision procedure was performed and the rv lead was repositioned. Currently, this rv lead remains in service and no additional adverse patient effects were reported.